Event description:
It was reported that during checkout procedure the device failed on current drain (pacemaker power on) power on (backlight off) reading 1.46 ma (milliamp) - 1.96 ma, 1.5 ma tolerance. Power on (backlight on) 16.3 ma - 19.6 ma tolerance, less than 20.0 ma tolerance. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that there was excessive current drain. Analysis did find that both bail covers, the ring cover and the battery drawer were broken and the keyboard was scratched. (B)(4).

Event description:
It was reported that during bench testing the external pulse generator exhibited excessive current drain. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.